Event description:
The customer reported that pt date was omitted at the stitch point of the multiscan cone beam CT image, which was obtained as part of radiotherapy treatment planning simulation. Using 2.5mm slices; a loss of anatomical information around the junction between the top and bottom scan halves was experienced. When the customer manually reconstructed the images using 1mm slices (using the same projection data), there was no loss of anatomical data. The reported issue was identified following a search of records which lead to an internal investigation by the customer. It was also added that the missing data was not deemed to be clinically significant as an adequate margin was allowed around the tumor site to insure safe covering and inclusion of necessary anatomical area within the radiotherapy beam. The data omission problem has not been reproduced under additional test conditions by the customer.

Manufacturer narrative:
The reported issue has been tested by varian personnel, but has not been reproduced during preliminary testing at the customer site or at the varian site. The customer has also independently retested the unit, but has also been unable to reproduce the alleged issue. The reported issue is isolated in occurrence. Additional testing is currently in progress.